Event description:
It was reported to philips that, on (B)(6) 2021 upon raising of the x-ray table in lab 8, the insulated cable supplying power to the hemodynamic system was snagged and snapped, making a "pop" noise. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that, on (B)(6) 2021 upon raising of the x-ray table, the insulated cable supplying power to the hemodynamic system was snagged and snapped, making a "pop" noise. On inspection (at distance), the copper wires were exposed and the cable had been flung onto the floor. The device was in clinical use at the time the reported issue was discovered. No adverse event involving a patient or user was reported by the customer.